Event description:
Two broken/leaking dacapo powerpacks from the same user were received at hq for investigation (sn: (B)(6). Neither patient contact to battery chemistry nor any injuries have been reported. This report is for sn (B)(6).

Manufacturer narrative:
Conclusion: the returned devices were visually inspected upon arrival. Mechanically damaged housings were observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken/leaking dacapo powerpack was received at hq for investigation. Neither user contact to battery chemistry nor any injuries have been reported.